Event description:
During a ureterocystoscopy procedure a tip of a dual-lumen catheter broke off inside the pt's left kidney. The tip was visualized on x-ray. Unsuccessful attempt was made to retrieve it. The next day returned to special procedures radiology for removal of catheter tip through urinary bladder.